Event description:
This pt had at least six episodes of meningitis prior to implantation with two surgeries to repair recurrent cerebro-spinal fluid leaks. This history was associated with malformed cochleae. The pt experienced one further espisode of meningitis after implantation. The pt was hospitalized, treated and successfully recovered. The pt successfully uses the device.